Event description:
It was reported that the dexcom g7 did not pair with the ilet, and the caller was guided to toggle the cgm selection between g6 and g7, restart the ilet, and reenter the sensor code. Symptoms included no clinical effects or alerts. Outcomes included no impact on use beyond the pairing interruption. Investigation included product troubleshooting and user education performed remotely. Investigation of this case revealed an unresolved pairing failure without identification of a responsible device. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.